Manufacturer narrative:
The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data logs confirmed the alarm for a controller error. This was followed by several triggers of communication errors for the power battery manager 1 (pbm1) communication line. Upon boot up, the console booted into a system self-check error, likely due to errors with the pbm1 communication line. While performing a visual inspection of the interior of the console, it was observed there was a leaking electrolyte surrounding capacitors c69 and c70 which had caused corrosion on the pbm. The cause of the controller error alarm is due to corrosion caused by leaking of electrolyte from c69 and c70 on the pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in aortic valvuloplasty was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) experienced a controller error. Aic was replaced with another aic and the procedure was completed. There was no patient harm reported.